Event description:
Fail code 810:04, occurred during biomed testing. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp stated that there have been no reports of any pt incident invoving this pump since the last baxter service event.